Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient is doing well. The device was returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience symptoms that may be related to withdrawal. During a pump refill procedure, a reservoir volume higher than expected in the pump was observed. The pump was explanted on (B)(6) 2016.

Manufacturer narrative:
Multiple attempts were made to retrieve the device. If any additional information becomes available regarding this event, a supplemental report will be filed. Internal complaint number: (B)(4).